Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the insulin pump went through 4-5 batteries over a couple of days and did not recognize the reservoir during the prime. The blood glucose reading was 102 mg/dl. The customer was advised on how to resolve the power error detection condition and was advised to monitor the insulin pump.